Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00749. It was reported the patient experienced ineffective stimulation after having had a fall. X-rays confirmed the right lead had migrated. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2017-00749. Follow-up identified surgical intervention was undertaken during which the affected lead was explanted and replaced. Stimulation was restored post-operatively. Note: since it is unknown which of the two leads was explanted, both leads are being reported as such.